Manufacturer narrative:
Evaluated one open/used transfer guard only reservoir not returned. Performed pre-fill reservoir test using a new lab reservoir per. Found transfer guard no leakage anomaly during analysis. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin leaked from o ring. The customer¿s blood glucose level was 87 mg/dl. Customer stated that there was a leak present. The reservoir will be returned for analysis.